Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective q2 and u1 component on the computer/analog board, as well as thermally damaged r46 and r781 resistors. Additionally, the c19 capacitor was swollen on the defibrillator board. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming incoming functional testing.